Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2017865-2021-11297. It was reported that the patient presented for an implant procedure. It was noted that there was difficulty placing the atrial leads and the patient had a tortuous superior vena cava. Once placed, a stylet could not be delivered into the lumen of the leads and the set screw would not extend or retract. The physician believed the lead malfunctioned. The leads were replaced successfully. The lead was stable.

Manufacturer narrative:
The reported events of stylet could not be delivered into the lumen and helix mechanism issue were confirmed. A complete lead was returned in one piece. A test stylet could not be fully inserted into the lead due to the inner coil being over-torqued consistent with procedural damage at the connector region. After cutting the lead, cleaning the distal region and applying torque directly to the inner coil, the blood clogged, retracted helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was otherwise normal, apart from procedural damage.